Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), blood was collected every hour, and there was no problem until 2:00 am, but when blood was collected at 3:00 am, the tube was disconnected from the connector part of the extension tube for pressure monitoring and leak occurred. The connector part was removed and used another extension tube until iab was removed without any problem. There was no reported injury to the patient.

Manufacturer narrative:
The pressure tubing was returned with traces of blood on the interior and exterior surfaces. The male tubing port was detached from the rest of the pressure tubing assembly. No further damage was observed. A measurement of the tubing diameter was performed and was found to be within specifications. Under magnification, there was what appeared to be adhesive residue on the tubing assembly. The pressure tubing was sent to the respective supplier (ICU medical) for evaluation. A visual evaluation of the sample showed that the tubing was separated from the male luer. The tubing pocket was examined and found to have sufficient solvent with no tacky consistency. A pull test was conducted between the tubing and the female luer and found to meet product specifications. A representative bond was dimensionally measured and found to meet product specifications. The reported issue was confirmed. However, at this time the exact cause(s) of the reported issue could not be determined. This report and the associated information have been entered into our database for close monitoring and trending. Based on the above product evaluation, since this is an isolated event, no escalation is required. A lot history record review was completed for the reported product. No nonconformances were found to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-19 through nov-20 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #393200

Event description:
N/a.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that after inserting the intra-aortic balloon (iab), blood was collected every hour, and there was no problem until 2:00 am, but when blood was collected at 3:00 am, the tube was disconnected from the connector part of the extension tube for pressure monitoring and leak occurred. The connector part was removed and used another extension tube until iab was removed without any problem. There was no reported injury to the patient.